Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate automatic mode switching was observed due to possible lead noise. Noise was unable to be reproduced in clinic with isometrics or pocket manipulation. Patient will be monitored with routine follow up.